Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An ultra vs kit, neonate size with rickham reservoir, med. Pressure was found to be occluded when implanted during an operation. The patency test was not performed prior to it being implanted. Another ultra vs kit was used. An unspecified injury was reported. A test of initial device revealed that the flow was "retarded." Add'l clinical info has been requested.